Manufacturer narrative:
B3. Date of event was captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd solis pump generated occlusion alarms during pib bolus delivery, though the bolus was ultimately delivered. The alarms occurred during both epidural and regional infusions, particularly with erector spinae infusions, and were associated with slight tubing kinks or tightness as it exited the lockbox. The issue was observed across multiple pumps and with both standard and high-flow giving sets. All alarms were self-resolving, with patient involvement but no reported harm.